Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with spinal stenosis ana underwent fusion surgery at l5-s1. During the surgery, the rod dislodged from the rod inserter and was retrieved and reattached on the inserter.the product came in contact with the patient. No patient complications occurred in the event.

Manufacturer narrative:
Product analysis: visual examination of the instrument did not reveal any material or functional damage in terms of fracture, cracking, breakage, deformation or missing components. Rod inserter attachment arms and levers open and close and function normally. Rod inserter rod attachment lever opens normally. Functional evaluation of the instrument tip confirmed the inserter properly retained and released a sample rod with no issues . Unable to confirm customer concern; after visual and functional evaluation, the instrument appears to function as intended. If information is provided in the future, a supplemental report will be issued.